Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a cracked jaw tip end with the one device's packaging was retained, indicative of some kind of inner plastic tray defect at the location of where the tip would have been. There were 2 separate devices and surgery days. The new device was used and utilized. No piece broke off or was removed from the device.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.